Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse was reported via phone call that the device had an audio anomaly. The device was no longer making a sound when alarming. The device would only vibrate. The customer¿s blood glucose during the incident was 280 mg/dl. Troubleshooting was performed. The device did not beep during the tone test. They received a pump error alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures (variable 3) was present in the insulin pump trace download due to broken trace at pin 6 on keypad assembly. No frozen screen anomalies noted during testing; time advanced properly. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No unexpected lost sensor signal alert, calibration not accepted or change sensor alert.